Manufacturer narrative:
A ge service rep performed an onsite investigation. The stator cap transformer assembly was replaced. The system was then found to be operating as intended.

Event description:
The customer reported a 'stator not on' error was showing up on mainframe display during boot up. This error message will likely prevent the system from booting up. There is no report of pt injury associated with this event.